Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 10/26/2015, belt: 1/262016.

Event description:
A distributor contacted zoll to report that a french patient had passed away on (B)(6) 2019 while wearing the lifevest. The patient was in his home on the day of the event. The patient's neighbor heard the device alarming and went to check on the patient. The patient's house door was reportedly unlocked and the neighbor was able to go in. The neighbor found the patient lying on the floor unconscious. Emergency medical services (ems) and the police were called. Emergency medical services reportedly initiated CPR for approximately 20 minutes. The response buttons were pressed during the event. It is unclear who pressed the response buttons. A clinical analysis was completed on the patient's download data and concluded that the patient experienced a treatable arrhythmia prior to passing. The details of the arrhythmia events are below: at 19:21:41 asystole was detected. The patient's ECG shows that the patient was in an idioventricular rhythm at 50 bpm degrading to asystole. From 19:25:03 to 19:47:44, four arrhythmias were detected. The patient's ECG shows that the patient was in asystole. The detection stopped at 19:52:48. At 19:53:15 an arrhythmia was detected. The patient's ECG shows asystole. Gel was released at 19:54:13. Detection stopped at 19:55:02. At 19:59:21, asystole was detected by the lifevest. The patient's ECG shows asystole. At 20:00:48 an arrhythmia was detected by the lifevest. The patient's ECG shows that the patient was in asystole with CPR and motion artifact. The detection stopped at 20:01:13. At 20:07:46 asystole was detected with response button use. The patient's ECG shows that the patient was in asystole with CPR and motion artifact. At 20:12:52 ventricular fibrillation (vf) was detected with CPR artifact and response button usage. The detection was stopped at 20:14:13 due to the artifact and response button usage. The electrode belt was disconnected at 20:15:57 while the patient was in vf. CPR artifact, motion artifact, tactile artifact, response button use, variable amplitudes, and electrode belt disconnection prevented the lifevest from treating the patient. No further information regarding the patient's death are available at this time.